Manufacturer narrative:
Sections with additional information as of 22-mar-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc- mlc-020 user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-jan-2021 to ensure the replacement products resolved the initial concern - unable to establish contact with customer due to number is no longer in service.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is reported, but contacted doctor over the weekend, no changes were made to medication. The product was not stored according to specification (kitchen pantry). During the call, a back to back blood test was performed by the customer and produced test results of 507mg/dl fasting using the meter (using new vial). The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).